Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 110024464, g7 dual mobility liner 44mm f, lot: 178970. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02542.

Event description:
It was reported that the patient underwent initial hip arthroplasty and subsequently was revised 7 days later due to liner disassociation. It is believed that the liner did not engage properly in initial surgery. This was discovered on the day after surgery with the post op x-ray. Liner was removed and a new liner was inserted and engaged. Attempts have been made and no further information has been provided.